Event description:
During baxter's eval of a spectrum pump, a delay was noted on the keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the keypad caused by a failing processor printed circuit board. The processor printed circuit board was replaced.